Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as poor hand washing after using the bathroom and cross contamination while performing pd therapy. The patient was hospitalized for thirteen days for the peritonitis and another indication. The peritonitis was manifested by abdominal pain and fever. On unreported dates during hospitalization, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported) and the patient was retrained on proper hand hygiene and aseptic technique. On an unreported date, the patient was thought to be recovered from the peritonitis event. Action taken with pd therapy during this event was not reported. No additional information is available.